Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the driver tip broke off into the screw shank during insertion of the right s2ai screw. The screw and driver tip were removed, and a new screw was placed successfully. The driver used to insert the left s2ai screw was then checked and also discovered to have the tip broken off into the shank. The tip was removed using a thin wire, and the screw remained in the patient. This is report 1 of 2.

Manufacturer narrative:
This is report 1 of 2. Correction: h3. Yes. H6. Investigation findings: 3252. Investigation conclusions: 61. Device evaluation: visual inspection confirms the complaint. The distal hexalobe tip has sheared off of the driver. The root cause is likely excessive force applied during insertion of the screw. If radial bending forces are also applied during screw insertion, the likelihood of shear increases. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation, and/or breakage of device components.